Manufacturer narrative:
This combined initial/supplemental report is being submitted to provide the initially reported event as well as the results of the manufacturer¿s investigation. A device evaluation, review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There was no noise in the image during the device evaluation. However, as noted in b5, the image was colored green. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that the reported failure was a result of the charged coupled device unit holder having not been properly secured. Olympus is performing deeper investigation activities to pinpoint the exact cause of this failure-type with this particular device. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that his olympus endoeye video telescope was producing a noise/snowing image during a therapeutic procedure. According to the initial reporter, the intended procedure was successfully completed without patient harm and no procedure extensions. During the device evaluation, it was discovered that the unit was producing a discolored image. This report is being submitted to capture the discolored image confirmed during the device evaluation.